Event description:
The end-user was using our rollator and flipped backwards at his home. He was picked up by ambulance and taken to the hospital and then to their restorative care facility. He has a closed compression fracture of lumbar 2 vertebrae which showed up on MRI. He's receiving physical and occupational therapy and he is wearing tlso brace. No surgery is pending. He has been there 12 days. Expects him to be there up to 3 weeks according to the case manager. When the initial reporter got the unit back she stated that there doesn't appear to be anything broken.